Event description:
Same case as MFR report #: 2134265-2012-05974. It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in a saphenous vein graft to the right coronary artery. After pre-dilation, a filterwire ez was positioned in the vessel. Then a 3.5x32mm promus element stent was advanced and successfully deployed at 16 atms. Post dilation was performed with a 4.0x20mm unspecified balloon and the stent was well expanded and well apposed. Next a retrieval sheath was advanced to capture the filterwire ez, but when passing the sheath through the implanted stent the proximal end of the 3.5x32mm promus element stent foreshortened and deformed. A 4.0mm unspecified balloon was then re-inserted and a non-bsc stent was deployed at the proximal end of the stent in the area of the deformation. The physician made a decision not to re-advance the retrieval sheath and the filterwire ez was removed while in a deployed state without incident. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).